Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 62251598; 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 62131308; 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 62337854; 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length 6211855; 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length 62266775; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 62239410; 00620205422 shell porous with cluster holes 54 mm 62254404; 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells 62175536. Reported event was confirmed by review of x-rays provided and product return. As returned, the stem was fractured. Scanning electron microscopy (sem) analysis of the beaded hip stem fracture surface showed that it was heavily damaged and it showed minor indications of fatigue fracture. Sem images revealed post-fracture damage and a small-undamaged area with step-like fracture features which is an indication of typical fatigue fracture in co-cr alloys. X-ray report showed there was a transverse fracture of the femoral stem, located approximately at the junction of proximal and middle one-third. Two cables encircled the proximal femoral stem, proximal to the fracture. There was lateral displacement and varus alignment of the proximal femoral stem fragment. The mid-distal femoral stem appeared to exhibit a slight varus alignment is within the femoral shaft. Tiny metallic debris particles project adjacent to the fractured stem. Radiolucency is present about the proximal femoral stem consistent with the loosening of this part of the femoral component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503604, biolox delta head, 2678916. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. The patient was diagnosed with a periprosthetic fracture, and imaging showed revision stem had fractured. Therefore, the patient was revised. No additional patient consequences were reported.